Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of the monitor is underway. The reported problem (won¿t power up) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There was no adverse event that resulted from the damaged monitor.